Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during a primary hip replacement, we attempted to impact the 36mm head implant onto the implanted stem and the head seemed to be too large. The taper would not lock onto the trunion. The surgeon was able to pull the head off with his hands. We opened a 2nd 36mm implant and it locked onto the stem trunion just fine with no problem."